Manufacturer narrative:
(B)(4).

Event description:
It was reported that severe resistance was felt when pulling out and the catheter was caught in the distal part of the stent occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. Imaging was completed after the synergy stent was placed. When the physician tried to pull out the opticross¿ imaging catheter, severe resistance was noticed. It was suspected that the opticross¿ imaging catheter was caught in the distal part of the synergy stent. The physician tried to push and pull repeatedly and successfully removed the device. The procedure was completed with another opticross¿ imaging catheter and the procedure was completed without issue. No patient complications were reported.

Manufacturer narrative:
Updated: describe event or problem, device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. There was no damage observed on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12019. It was further reported that the distal portion of synergy stent was not fully expanded, causing the opticross¿ imaging catheter to become stuck. After repeated push and pull maneuver, the opticross¿ imaging catheter was successfully removed and visualization was completed with another opticross¿ imaging catheter. Subsequently, the synergy¿ stent was further expanded and the procedure was completed.